Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 27. 4 mmol/l. Customer was treated with manual injection. Customer had blood glucose level of 15.8 mmol/l. Customer was not using auto mode. Customer was not alleging insulin pump for under delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the cannula was bent. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.